Event description:
The doctor reports a fracture of the implant neck a tooth site 45; however, the implant remains in the patient's mouth. Inflammation was reported as a consequence.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.